Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed. No patient symptoms were reported. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored.